Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("my mother lost over 60 pounds") and experienced mass ("they removed 20 pound mass from her stomach"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, weight decreased and mass outcome was unknown. The reporter considered mass, medical device removal and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight decreased ("my mother lost over 60 pounds") and experienced stomach mass ("they removed 20 pound mass from her stomach"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, weight decreased and stomach mass outcome was unknown. The reporter considered medical device removal, stomach mass and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.